Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. The defect will be monitored and re-evaluated based on the post market data.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
Plan approved with rectum not interpolated (not fully contoured). Concerned about differing results once interpolated/fully contoured and dvh is updated, however, plan does not require re-approval after changes. This was detected during plan qa and corrected. No actual mistreatment occurred.